Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Analysis of the device is in process; the results will be forwarded when available.

Event description:
The patient's son reported patient began to experience difficulty breathing, drowsiness, "blood clotting via stool," and pulse rate of 35 - 70 in 2009. Patient admitted to hospital 2 days later. Physician determined pacemaker "failure" and took tests. Son further reports that due to inadequate cardiac monitoring facilities, patient transferred to another hospital where a standby pacemaker and external support was supplied. Patient died in the next day, device explanted, and given to son. No autopsy was done. Additional information received from manufacturer's representative reported physician thinks device contributed to patient's death as it was no longer capturing. "The physician believes the lack of pacing caused severe hypoxic brain damage - which was verified through a CT scan soon after the patient was admitted." Additional infomation reported that when patient transferred to second hospital, heart rate was 20bpm and hypoxic brain damage noted via CT scan. On the day of admission, capture threshold increased to 7v @ 0.4ms and lead impedance was >2000 ohms. Fluroscopy did not reveal any visible kinks, point of fracture in the lead, or any clear lead dislodgement. However, the physician suspected that the high capture threshold was caused by possible lead fracture. The immediate cause of death in the hospital records was reported as complete heart block and permanent pacemaker failure. The patient had a 10 year medical history of ischemic heart disease and hypertension.